Event description:
Filshie clip applier failed to open when went to use on pt's second fallopian tube. (Worked appropriately the first time) in trying to open the clip applicator the trocar seal disconnected and lodged in the abdominal cavity. Pt required another trocar incision to retrieve the seal. Subsequent bruising to the sigmoid colon also noted.